Event description:
It was reported that during an implant procedure, the physician was concerned that the suture sleeve was not securing the lead once it was tied off. Event after using five sutures per sleeve, it seems as if the incidence of lead dislodgement is higher than average. The lead was implanted and did not dislodge; it remains in use. It was also noted by the physician that within the last month, this lead model had to be repositioned in three separate patients. Follow-up was attempted to identify the serial numbers and patient/event information, but the physician would not disclose this information. Communications between the medical equipment company and physician have satisfied the physician's concerns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).